Manufacturer narrative:
Evaluation completed. One unknown syringe was returned in a bubble-wrap bag. The original packaging was not returned. The part number and lot number cannot be verified. The syringe had a light blue cannula attached and the syringe contained an unknown fluid. Visible in the fluid was one light blue colored particle that could be seen with the unaided eye. Microscopic examination found that there were no other particles visible in the fluid. The light blue particle was approximately 1 mm wide by 2 mm long. The sample was sent to the lab for analysis. The lab report stated the light blue colored particle consists primarily of silicone. The phaco sleeve is silicone; however the sleeve was not returned for evaluation. We cannot confirm the source of the particle found. Multiple controls are put in place during the manufacturing process to prevent particulate. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. The silicone material has successfully passed bio-compatibility testing and sterilized prior to release, so the risk of harm/injury is very slight.

Manufacturer narrative:
A lot number was not provided; therefore the sterilization and lot history records could not be reviewed.

Event description:
The user facility in (B)(6) reported during surgery, foreign matter came out of the tip of a needle and went into the patient's eye. It was removed from the patient's eye and the surgery was completed. No patient injury reported.